Manufacturer narrative:
Device evaluation: the device was not returned to the manufacturer for evaluation. Device inspection could not be performed, therefore the reported issue could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed that no similar complaints were received for this production order number. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the device. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that the patient was unhappy with her vision. Reportedly, the zct150 22.0 diopter was explanted from the patient's right eye due to a refractive surprise. No vitrectomy was performed, however incision enlargement and sutures were required. There was no patient post-op injury reported. The lens was replaced with a non amo device. Through follow up it was learned that the patient had 2 lenses implanted. Only the lens in the right eye was explanted. This report will capture the lens explanted in the right eye and separate report will be filed for the lens in left eye. No further information was provided.